Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and moisture damage on the lcd board noted. No button error alarm noted. The pump has cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 240mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.